Event description:
Incorrect EKG readout as displayed on the supplemental EKG. Reading indicates asystole with heart rate of zero when there is clearly a heart rhythm and a readable heart rate. Manufacturer response for central station, central station (per site reporter). Manufacturer collected data and a clinical specialist came on site today. It was assessed that during a previous service call on the central station, the neonatal profile was not loaded on the central station during software reload, thus creating a conflict with the patient monitors patient profile settings.